Event description:
The device involved in this MDR report was explanted 11 months after implantation because of absence of telemetry and output.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.